Event description:
It was reported that the bd¿ syringe with needle was blocked before use. The following information was provided by the initial reporter, translated from chinese to english: "check the 20ml syringe before intravenous dispensing and found that the needle was blocked."

Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided lot number 1905281 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were inspected and no defects were observed. Based on the provided customer feedback, it is possible that the reported incident resulted from a problem with the assembly process. If the cannula and hub components are not correctly positioned, the epoxy used to join the pieces may block the cannula. Within the manufacturing facility, clog conditions are checked every thirty minutes by a machine operator and in-coming product inspections are performed for each cannula batch produced. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely recurrence. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends. .

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd¿ syringe with needle was blocked before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "check the 20ml syringe before intravenous dispensing and found that the needle was blocked."